Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of metal looking flakes on lens; therefore, the condition of the product could not be verified. The lens was taken out and replaced with another lens. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A facility representative reporter metallic looking flakes on a lens following intraocular lens (iol) insertion during a procedure. The surgeon attempted to polish the lens. It was then cut and removed through an enlarged incision. Additional sutures and miochol e were used. The lens was replaced.

Manufacturer narrative:
Product evaluation: one handpiece injector was returned for evaluation for the report of metallic looking flakes on the lens. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed conforming. The injector, with an approved lens, cartridge and viscoelastic were functionally tested and deemed acceptable. The evaluation did not confirm the injector was the cause of metallic looking flakes on the lens. The injector was manufactured and functioned to specification. The reason for the foreign material on the lens cannot be determined from this evaluation. (B)(4).